Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon performed a revision surgery due to the concord lift implant collapsing. It was also noted that two (2) screws were broken and thought to be caused by the collapsing cage. This was discovered through a follow-up x-ray with the patient. All four (4) of the previous matrix screws were removed and replaced with four (4) matrix screw 7x45. Procedure outcome and patient status are unknown. Concomitant devices: screws (part: 04.632.645, lot: unknown, quantity: 4), locking caps (part: unknown, lot: unknown, quantity: 4), rod (part: unknown, lot: unknown, quantity: 2). This report is for a concorde lift, lordotic 9x23. This is report 1 of 1 for (B)(4). The broken screws are captured under (B)(4).